Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the alarm history review verified multiple call service alarms. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation and there was no evidence of moisture or corrosion observed inside the pump. The radio frequency transceiver flex was intact and secure to the printed circuit board connector and no trace cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they were getting a repeated call service alarm that required them to replace the battery in order to silence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.